Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00122 on 24-may-2023. Additional information (29-jun-2023): the actions performed, specifically the replacement of the level sense cable for the reagent 2, by the siemens customer service engineer described in the initial report resolved the issue. The customer recalibrated the microalbumin_2 (alb_2) assay, ran qc (quality control) and patient samples, and did not report further issues. The instrument is performing according to specifications. No further evaluation of this device is required. Section h6 (investigation findings and investigation conclusions) was updated to reflect the additional information.

Manufacturer narrative:
An outside united states (ous) customer obtained a microalbumin_2 (alb_2) falsely depressed result and reported the result to the physician(s). The customer used the same sample to perform repeat testing on an atellica ch 930 analyzer. The repeat was higher, considered correct, and reported to the physician(s). Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed services that included replacing the level detection/crash sensor cable for the reagent arm #2 and readjusting the height of the reagent probe #2 to the cuvette. On 23-may-2023, siemens confirmed that a third party did not service the analyzer. Analytical testing protocols (atp) were performed post-service repairs, and the results were acceptable. Precision testing was performed with alb_2 and creatine kinase (ck_l) assays, and results were acceptable for ¿alb_2, but ck_l results were not between 59-79 u/l when using biorad inteliq level 1 quality control material. The cse checked the system message log and noticed the level detection errors for the reagent arm 2. The engineer performed additional services and replaced the cable and photometer lamp. Precision testing was repeated for the ck_l assay, and the results were acceptable and within range. Siemens is evaluating the event.

Event description:
The customer obtained a microalbumin_2 (alb_2) falsely depressed result and reported the result to the physician(s). The customer used the same sample to perform repeat testing on an atellica ch 930 analyzer. The repeat was higher, considered correct, and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.